Event description:
Info received indicates the casters are not holding.

Manufacturer narrative:
The technician found the brake and steer linkage missing. The technician replaced the linkage to repair the stretcher.